Event description:
It was reported that the device was broken. No further information provided. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/12/2025. B3: only event year known: 2025. Investigation summary a 15 beads linx device was returned in used condition. The device was returned in a locked position, in addition an attempt to unlocked was unsuccessfully made. Tooling marks and bent wires were noted. A linx device with a visible weld ball that disconnected from a male bead case was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The male bead case at the separation was measured and was greater than the specification. The male bead case was concentric with amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the male bead case through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire. A manufacturing record evaluation was performed for the finished device lot number 19340, and no non-conformances related to the malfunction were identified. Additional information was received: lxmc15. Lot 19340 implanted (B)(6) 2018. Explant and replaced with a new device on (B)(6) 2025. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Please specify the symptoms the patient was experiencing before the device was implanted (gerd reflux, dysphagia, pain during eating, etc., )? Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, etc., )? Have you had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was completed? Can you share the results of the diagnostic tests? Do they have an autoimmune disease? Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Is the patient currently taking steroids / immunization drugs?